Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Inserts for the seat upholstery in the seat frame have come out, dealer said they were not inserted properly in manufacturing.